Event description:
Caller reported experiencing alarm 2 followed by alarm 26 due to an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read "high." The customer was instructed on multiple occasions by cts to disconnect tubing and deliver boluses to address the alarms, which did recur initially. Cts instructed the caller to replace supplies as necessary and resume insulin. Ultimately, cts resolved the issue by replacing the pump due to another case issue.